Event description:
The customer reported unable to acquire v1 lead ECG. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4): the philips repair bench evaluated the device and found the trunk cable failed. The trunk cable was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer.